Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Patient complained she sustained permanent physical injuries as a result of her surgery. Limited information was provided and a company representative is working to get more information on the case from the hospital/surgeon.